Event description:
Customer found elevated creatinine result when reviewing pt results. Creatinine recovered 103 umol per l. The previous creatinine result for this pt was 56 umol per l. Creatinine result from (B) (6) 2009 is 57 umol per l. It is unclear which of the above results are from the same sample. No info was provided to determine if any adverse events occurred. If add'l info is received, appropriate notification will be provided.